Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, the sensing could not be confirmed on the right ventricular lead. The lead was explanted. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 58.0cm. The reported event of failure to sense was confirmed. The cause of the reported event was due to shorting of conductors consistent with procedural damage.